Event description:
During setup 8000 roller pump did not start properly. Pump would not turn completely in either forward or reverse mode. This was before the case began and there was no patient involvement.